Event description:
The initial reporter received questionable etoh2 ethanol gen.2 results on a cobas 6000 c 501 (ul) v. The initial result received did not match the patient's medical history which prompted them to repeat the test. The initial etoh result was 17.8 mg/dl. The repeat result was 0.1 mg/dl. The initial result was reported outside of the laboratory. The repeat result was confirmed by gcms testing. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the rinse tubing, replaced vacuum pump diaphragms, and cleaned the vacuum tubes.

Manufacturer narrative:
The calibration and data were acceptable.the investigation determined the service actions resolved the issue.